Event description:
Same case as MFR#: 2134265-2008-04788. It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 50% stenosed lesion being treated was located in the severely calcified, moderately tortuous common iliac artery (cia). On the 1st inflation a sterling balloon ruptured at 10atms. The sterling was exchanged for a wanda balloon which ruptured on the 1st inflation to 2-3atms. The procedure was completed with a different balloon and a stent was implanted. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was creased with dried blood on the outside. There was a pinhole in the balloon material 6mm proximal to the tip of the device. There were signs of external damage suggesting the balloon had come into contact with a hard surface. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.